Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (puncturing) of the uterus or fallopian tubes,/migration (movement) of essure/malposition of essure device'), fallopian tube perforation ('perforation (puncturing) of the uterus or fallopian tubes/ migration (movement) of essure') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain/lower back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder/urinary problem"), urinary tract disorder ("bladder/urinary problem"), infection ("infection"), fatigue ("other injuries/symptoms: fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and abdominal pain lower ("pain; lower abdomen") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"), weight increased ("weight gain / loss specify which one:") and weight decreased ("weight gain / loss specify which one:"). The patient was treated with surgery (hysterectomy(full) and hysterectomy(full),salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral rem). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, genital haemorrhage, bladder disorder, urinary tract disorder, infection, fatigue, hormone level abnormal, female sexual dysfunction, migraine, weight increased, weight decreased, gastrointestinal disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, infection, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine perforation, weight decreased and weight increased to be related to essure. The reporter commented: received treatment for: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal pain ,back pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, perforation, bladder/urinary problem. Current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs +mr received. New events added: apareunia, migraines / headaches, weight gain / weight loss, gastrointestinal or digestive system condition, lower abdomen pain. Concomitant condition , reporters were added. Incident- no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (puncturing) of the uterus or fallopian tubes,/migration (movement) of essure/malposition of essure device'), fallopian tube perforation ('perforation (puncturing) of the uterus or fallopian tubes/ migration (movement) of essure') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included overweight. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain/lower back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder/urinary problem"), urinary tract disorder ("bladder/urinary problem"), infection ("infection"), fatigue ("other injuries/symptoms: fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and abdominal pain lower ("pain; lower abdomen") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"), weight increased ("weight gain / loss specify which one:") and weight decreased ("weight gain / loss specify which one:"). The patient was treated with surgery (hysterectomy(full) and hysterectomy(full),salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral rem). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, genital haemorrhage, bladder disorder, urinary tract disorder, infection, fatigue, hormone level abnormal, female sexual dysfunction, migraine, weight increased, weight decreased, gastrointestinal disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, infection, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine perforation, weight decreased and weight increased to be related to essure. The reporter commented: received treatment for: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal pain ,back pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, perforation, bladder/urinary problem. Current weight 230 lbs. Essure not removed ( as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-feb-2020: new event added- device monitoring procedure not performed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (puncturing) of the uterus or fallopian tubes,/migration (movement) of essure/malposition of essure device'), fallopian tube perforation ('perforation (puncturing) of the uterus or fallopian tubes/ migration (movement) of essure') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included overweight. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain/lower back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder/urinary problem"), urinary tract disorder ("bladder/urinary problem"), infection ("infection"), fatigue ("other injuries/symptoms: fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and abdominal pain lower ("pain; lower abdomen") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"), weight increased ("weight gain / loss specify which one:") and weight decreased ("weight gain / loss specify which one:"). The patient was treated with surgery (hysterectomy(full) and salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral rem). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, genital haemorrhage, bladder disorder, urinary tract disorder, infection, fatigue, hormone level abnormal, female sexual dysfunction, migraine, weight increased, weight decreased, gastrointestinal disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, infection, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine perforation, weight decreased and weight increased to be related to essure. The reporter commented: received treatment for: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal pain ,back pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, perforation, bladder/urinary problem. Current weight 230 lbs. Essure not removed ( as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (puncturing) of the uterus or fallopian tubes,/migration (movement) of essure'), fallopian tube perforation ('perforation (puncturing) of the uterus or fallopian tubes/ migration (movement) of essure') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder/urinary problem"), urinary tract disorder ("bladder/urinary problem"), infection ("infection") and fatigue ("other injuries/symptoms: fatigue") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"). The patient was treated with surgery (hysterectomy(full)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, genital haemorrhage, bladder disorder, urinary tract disorder, infection, fatigue and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hormone level abnormal, infection, menorrhagia, pelvic pain, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: received treatment for: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal pain ,back pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, perforation, bladder/urinary problem. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Event injury was updated and new events: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal pain ,back pain,menorrhagia (heavy menstrual bleeding), general abnormal bleeding, perforation (puncturing) of the uterus or fallopian tubes, bladder/urinary problem were added. Plaintiffs information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.